Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event information has been requested but no information has been received to date. Based on information provided, no patient harm occurred. Should additional information become available, a follow-up report will be submitted. Based on information provided, no patient harm occurred. (B)(4). Note: this issue occurred in two (2) cases. A separate 3500a form has been completed for the other case.

Event description:
It was reported the device "had a seam separate in catheter above the black line as they were instilling one liter of lactulose enemas. Contents leaked through seam split." The device was in place to manage large volume of liquid stool in an incontinent patient with liver and renal disease. It was further reported approximately 35ml was inserted into the first devices retention balloon and that the device had been in place for twelve (12) hours when the issue occurred. The device was replaced and the same issue occurred.

Manufacturer narrative:
Based on review of the quality control (qc) record for lot# 16fm0403 by the manufacturer, it did not find any exceptional records. Four (4) retention samples were reviewed by the manufacturer. The appearance of the balloon/inflation port, catheter body and valve function are normal. Complaint simulation testing on four retention samples of lot# 16fm0403 was performed; no leakage or occlusion occurred on the test samples when irrigating. The irrigation port tubing of the devices worked properly. A batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 28, 2016. (B)(4).